Event description:
Product analysis of the explanted generator found that there was no low battery and no ifi, neos, or eos warnings were observed. The high impedance allegation was not duplicated in the lab. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. The data in the diagaccumconsumed memory locations revealed that 50.470% of the battery had been consumed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Attempts for additional information have been made; however, they have been unsuccessful. No additional information has been provided.

Event description:
It was reported that the patient would get a generator replacement due to it being at end of service. Additional information was received which indicated that the replacement surgery was due to the vagal nerve stimulator malfunction with high lead impedance and a presumed electrode fracture. The explanted lead was discarded, but the generator was returned. The full revision surgery took place on (B)(6) 2013. Attempts for additional information are in progress; however, no additional information has been provided. The last diagnostic results available are from (B)(6) 2009 from the programming history database.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.